Manufacturer narrative:
Impedance testing was performed without commanded shocks delivered and it was found the measurements were increasing with the proximal coil. At this time, a device upgrade procedure is being planned to a bi-ventricular device. Records indicate this device and lead remain in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) recommended delivering a minimum and maximum energy shock to test the system. No adverse patient effects were reported.